Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced safety shield failure. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Per email: we had the exact same thing happen again this shift with the subcutaneous lock. Exact same lot number. Unfortunately, I have been in back-to-back meetings and didn¿t have a chance to communicate this to staff prior to keep the needle. So it was placed into a sharps container in the room. I have communicated this to staff since to keep the faulty needle and will review in safety huddle next week.

Manufacturer narrative:
Updated information has stated that the reported product defect was only experienced with the device referenced under MFR report # 9610847-2019-00778. This complaint and the reported defect associated with it should therefore be disregarded.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced safety shield failure. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Per email: we had the exact same thing happen again this shift with the subcutaneous lock. Exact same lot number. Unfortunately, I have been in back-to-back meetings and didn¿t have a chance to communicate this to staff prior to keep the needle. So it was placed into a sharps container in the room. I have communicated this to staff since to keep the faulty needle and will review in safety huddle next week.